Manufacturer narrative:
User mentioned that before conducting the test she noticed that blue control line and pink sample line present on the test card. The customer continued to follow the test procedure using the defective product and she described that a faint pink line appeared on the control section and solid pink line on the sample section. The manufacture withdrawls this case.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The user reported a false positive result with the binaxnow covid-19 antigen self test on a direct tested kitted nasal swab. The user reported that before conducting the test she noticed that blue control line and pink sample line present on the test card. User continued to follow the test procedure using the defective product and she described that a faint pink line appeared on the control section and solid pink line on the sample section. No additional patient information, including treatment and outcome, was provided.